Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes were updated. H1 type of reportable event was updated from serious injury to death.

Event description:
Clinical narrative update: additional information provided, care withdrew and the patient subsequently expired. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d, clinical deterioration including renal failure requiring crrt and on vasopressor support. Previous clinical narrative: a 36-year-old male with acute myocardial infarction complicated by cardiogenic shock, initially assessed as scai shock stage d progressing to stage e, underwent impella cp support via right femoral percutaneous arterial access. During support, the device functioned as intended at p-4, delivering flows of approximately 2.4 l/min with d5w sodium bicarbonate purge solution. While on support, the patient developed worsening renal function and volume overload, requiring initiation of continuous renal replacement therapy (crrt). The patient remained critically ill and on vasopressor support, and clinical management decisions were ongoing. The patient continues with impella support. The reported clinical deterioration, including renal failure requiring crrt, appears attributable to the patient¿s underlying critical condition rather than device performance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 36-year-old male with acute myocardial infarction complicated by cardiogenic shock, initially assessed as scai shock stage d progressing to stage e, underwent impella cp support via right femoral percutaneous arterial access. During support, the device functioned as intended at p-4, delivering flows of approximately 2.4 l/min with d5w sodium bicarbonate purge solution. While on support, the patient developed worsening renal function and volume overload, requiring initiation of continuous renal replacement therapy (crrt). The patient remained critically ill and on vasopressor support, and clinical management decisions were ongoing. The patient continues with impella support. The reported clinical deterioration, including renal failure requiring crrt, appears attributable to the patient¿s underlying critical condition rather than device performance.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.